Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of suspected lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected lymphoma - alcl.

Event description:
Patient reported left side "some changes in exams showing an unidentified spot with the need for a biopsy to confirm whether there is malignancy." Patient additionally reported, pain, asymmetry, hematoma and lump". Patient "possibility of it being related to bia-alcl, was not in emotional and psychological conditions of being." Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of the initial report, allergan medical safety has determined that there is no malignancy.

Event description:
Upon further review by abbvie medical safety, no diagnostic procedure appears to have been performed so far that can confirm pathological markers related to bia-alcl. A note signed by the healthcare professional only states, "patient has indication of recall, provided by allergan, due to the risk of bia-alcl". Hence the event lymphoma-alcl-suspected is being unreported.